Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that the device was explanted due to it eroding through patients skin. The patient was in stable condition.